Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing (active exhalation proportional valve open). Since the unit failed 0040.0620 to 0040.0640 for repair test, the active exhalation control module and 43-micron filter was replaced. Periodic maintenance 1 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: pollen filter. Additional findings not related to the malfunction/issue: dirt was confirmed on the following parts and replaced: flow sensor assembly. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.2.05). No further investigation is required at this time.